Event description:
On 10/91, pt involved in mva, bil plates implanted at that time. Pt complained of hip pain, 3 wks ago to physician. X-ray revealed left non-union and broken plate. Pt to surgery for removal of broken plate and insertion of intramedullary nail with rod connector. Right plate was also removed, no problem.